Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer received information alleging visualization of black spotted dirt and not black particles. The device was returned to a third-party service center. The appearance of the product was visually checked and it was confirmed that there was the black spotted dirt on the side surface of the front cover which was the exterior. The product was handed over to the inspection department to request investigation on the cause of the leak. The investigation result of the inspection department shows that there is a possibility that the black spotted dirt was not able to be detected due to the lighting condition, distance from the product and such. The product was judged as a conforming product at the time of inspection and therefore, it is not a leak of a non-conforming product. The product was reworked and returned to the storage as a rental device. The manufacturer is submitting this report as non-reportable event. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.